Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) did not boot properly to the splash screen, rather it booted to qnx photon graphical user interface (gui). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) powered on the central control monitor (ccm) and observed the unit to boot to the qnx photon gui instead of the splash screen. He replaced the hard drive with a lab use only hard drive and the unit booted up normally, determining that the ccm hard drive was defective. The product was sent to service to be brought to the manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.